Event description:
Reportedly, the status led on the transmitter does not light up orange after connection and does not react to the reset. The device remains off. However, the plug adapter shows a normal yellow light. The connection was checked twice but the situation remains unchanged.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status led on the transmitter does not light up orange after connection and does not react to the reset. The device remains off. However, the plug adapter shows a normal yellow light. The connection was checked twice but the situation remains unchanged.